Event description:
The customer reported a contained leak on the unicel dxh 800 coulter cellular analysis system; and there were 'r' flags recovered on retic controls. The volume of the leak is unknown. The customer performed cleaning procedure with help from the customer technical specialist (cts) over the phone. The customer cleaned the flow cell, but the issue was not resolved. There was no reported exposure to mucous membranes or open wounds. The customer was wearing personal protective equipment (ppe) consisting of gloves and a lab coat at the time of the occurrence. No erroneous patient results were generated in connection with this event. There was no death, injury, or affect to user or to patient treatment attributed to this event. A beckman coulter (bec) field service engineer (fse) was dispatched to assess the instrument.

Manufacturer narrative:
The field service engineer (fse) observed the quick disconnect (qd284) between the flow cell tubing harness number 8 and vl211 had become loose and was slightly leaking diluent. The fse retightened the quick disconnect, resolving the reported event. (B)(4).